Event description:
Patient reports having wrist surgery in 2004 and developed a reaction to the sutures one month later. The reaction included pockets of pus, redness, swelling, itchiness, and a pocket of fluid that had to be drained three times. Event caused a delay in rehabilitation of greater than 6 weeks. Patient underwent subsequent incision and drainage two months following initial surgery and reports condition as ok.